Event description:
Co received a report from a nurse practitioner indicating that a pt had splashed cidex plus solution in right eye and was complaining of irritation. The nurse practitioner found no adverse physical reaction. The pt's eyes were irrigated with water for 15 minutes and decadron eyedrops were administered to reduce inflammation. The pt apparently uses cidex plus in work and was not wearing eye protection. During a follow up visit with the nurse practitioner two days later, there were no symptoms.